Manufacturer narrative:
The reported field event of an inability to interrogate the device was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device replacement, the device could not be interrogated. Several attempts to interrogate the device with two different programmers were unsuccessful. The device was subsequently explanted and replaced. The patient was stable post procedure.